Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Event description:
It was reported that no medication came out of the bd omnitrope® pen 10 during use, and it had to be opened and the procedure repeated in order to get it to work. The following information was provided by the initial reporter: "when the application is made, no product comes out and they have to open and return to do the whole procedure to make it work."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no medication came out of the bd omnitrope® pen 10 during use, and it had to be opened and the procedure repeated in order to get it to work. The following information was provided by the initial reporter: "when the application is made, no product comes out and they have to open and return to do the whole procedure to make it work."